Event description:
The customer reported via phone call that their blood glucose was elevated. Customer's blood glucose was 212 mg/dl. The customer also reported no delivery alarms occuring on the insulin pump. It was also found the customer's insulin pump appeared to be burn at the bottom, near the battery compartment. Customer declined to troubleshoot for their high blood glucose. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm or warm pump noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. No damage inside pump noted.